Event description:
It was reported that an exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed on sample and photo, and the reported issue was not easily identified. Functional testing was performed on the returned sample and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause was not determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.